Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, c-section (1997, 2001.), intervertebral disc disorder, myelopathy, insomnia, restless legs syndrome, absence of menstruation, arthritis of neck, degenerative disc disease, hyperlipidemia, enteritis, colitis, otitis media, maxillary sinusitis, migraine without aura, alopecia, cellulitis and abscess oral. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) from july 2008 to october 2008 for contraception as well as alprazolam (xanax) from january 2013 to january 2016, oxycodone and tramadol from january 2013 to january 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune reaction/autoimmune disorder type of disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with paracetamol (tylenol) and surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, fibromyalgia, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction and haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, fibromyalgia, haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Ultrasound pelvis - on an unknown date: uterus: normal, anteverted/retroflexed fundus. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 6.3 mm. Endometrial cavity: shows a hypodense area. Overall impression: patient complains off heavy, prolonged menses with clots. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: plaintiff fact sheet received. New abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, c-section (1997, 2001.), intervertebral disc disorder, myelopathy, insomnia, restless legs syndrome, absence of menstruation, arthritis of neck, degenerative disc disease, hyperlipidemia, enteritis, colitis, otitis media, maxillary sinusitis, migraine without aura, alopecia, cellulitis and abscess oral. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2008 for contraception as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2016, oxycodone and tramadol from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune reaction/autoimmune disorder type of disorder: fibromyalgia"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with paracetamol (tylenol) and surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, fibromyalgia, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Ultrasound pelvis - on an unknown date: uterus: normal, anteverted/retroflexed fundus. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 6.3 mm. Endometrial. Cavity: shows a hypodense area. Overall impression: patient complains off heavy, prolonged menses with clots. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) were added. Medical history, lab data, concomitant drug, historical drugs, treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, c-section (1997, 2001.), intervertebral disc disorder, myelopathy, insomnia, restless legs syndrome, absence of menstruation, arthritis of neck, degenerative disc disease, hyperlipidemia, enteritis, colitis, otitis media, maxillary sinusitis, migraine without aura, alopecia, cellulitis and abscess oral. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 for contraception as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2016, oxycodone and tramadol from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune reaction/autoimmune disorder type of disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with paracetamol (tylenol) and surgery (ablation,). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, fibromyalgia, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction and haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, fibromyalgia, haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Ultrasound pelvis - on an unknown date: uterus: normal, anteverted/retroflexed fundus. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 6.3 mm. Endometrial cavity: shows a hypodense area. Overall impression: patient complains off heavy, prolonged menses with clots. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, c-section (1997, 2001.), intervertebral disc disorder, myelopathy, insomnia, restless legs syndrome, absence of menstruation, arthritis of neck, degenerative disc disease, hyperlipidemia, enteritis, colitis, otitis media, maxillary sinusitis, migraine without aura, alopecia, cellulitis and abscess oral. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 for contraception as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2016, oxycodone and tramadol from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune reaction/autoimmune disorder type of disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with paracetamol (tylenol) and surgery (ablation,). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, fibromyalgia, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction and haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, fibromyalgia, haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Ultrasound pelvis - on an unknown date: uterus: normal, anteverted/retroflexed fundus. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 6.3 mm. Endometrial cavity: shows a hypodense area. Overall impression: patient complains off heavy, prolonged menses with clots. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.